Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent initial right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (b)(64)2011 due to loosening of the cup, lack of bony ingrowth into the cup, and patient allegations of pain. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet head and competitor cup. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.